Event description:
On 5/21/92 at 2:00 p.m., resident was being transported into van via lift. Resident was positioned in a wheelchair wearing a velcro belt. Wheelchair was in locked position, cna was positioned at ground level on left side of lift. Driver of van had stepped into the van to pull wheelchair into van, within seconds the wheelchair toppled over. Lift was at floor level. Front wheels of chair were up against guard plate, back wheels of chair were up in the air. Resident fell from lift onto ground (black topped), striking the right side of her head. Resident sustained a laceration over her right eye and cut right side of her lip, loss of conciousness about 2 to 3 minutes. On 5/21/92 at 8:00 p.m., patient was admitted to hospital with diagnosis of closed head injurydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.